Event description:
The customer reported that this unit is displaying random touch inputs. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this unit is displaying random touch inputs. According to the customer, random menu buttons will get pressed while the unit is powered on. Technical support (ts) asked the customer if there were any substances that might be on the touchscreen and the customer stated no. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that this unit is displaying random touch inputs. According to the customer, random menu buttons will get pressed while the unit is powered on. Technical support (ts) asked the customer if there were any substances that might be on the touchscreen and the customer stated no. There was no patient injury reported. Investigation summary: the complaint device was received by nihon kohden. The unit was evaluated and the complaint was duplicated. The front enclosure assembly which includes the touch panel was replaced to repair the unit. The cause of the issue was touch panel failure. The following field(s) contain no information (ni), as attempts to the obtain information were made, but not provided: d10: attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report. D9 is this device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this unit is displaying random touch inputs. There was no patient injury reported.